Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of a broken sear was confirmed through the customer¿s provided pictures. The customer provided images showed one arm of each of the sears were broken; the date code/cavity code of the sears could not be confirmed. Becton dickinson requested to a third-party company to analyze residue present on sear samples provided through the bd repair depot used in the alaris system. Fracture surfaces of two cracked, field-returned polycarbonate sears demonstrated features consistent with environmental stress cracking (esc), potentially due to exposure to certain incompatible cleaning materials. Bd sr. Clinical practice consultant provided the following recommendations regarding cleaning: discontinue the use of the diversey virex tb, pdi af3 and only use bd recommended cleaners. Ensure that anyone performing cleaning of the alaris system devices have been educated in the proper cleaning products and process. Use a soft cloth dampened with water to remove the cleaning residue from the alaris devices at the end of the cleaning process. Do not use a cloth that drips. Be sure to wring out the cloth to squeeze out excess liquid. Do not spray cleaning products directly onto the alaris system. Spraying cleaning products directly into the alaris system will cause the cleaning fluids to penetrate past the seals possibly causing damage or a device to malfunction. A damaged or broken sear can lead to a false door open alarm after the door is fully latched, or to a failure to completely close the safety clamp slider when the door is opened. Per the alaris system user manual, look for any visible external damage, such as a cracked or broken door or latch, and sear, during each cleaning. Open the door of each pump module and inspect the platen, hinges, and membrane frame for cracks or other damage. Do not use the device if damage is found and remove it from service. Per product labeling the alaris system user manual notes to keep the pump module door closed when the instrument is not in use to prevent accidental damage to door components. If an instrument has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. There was no information on patient involvement. Root cause: the probable cause of the reported broken sears is being attributed to incompatible cleaning materials. Third party testing found features consistent with environmental stress cracking (esc), potentially due to exposure to certain unapproved cleaning materials which are listed as incompatible with alaris pumps.

Event description:
It was reported that the device was not working. There was no information on patient involvement.